Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for generator change out procedure due to normal elective replacement indicator (eri). At the time of procedure, it was noted that the left ventricular lead was exhibited loss of capture and the lead was already programmed off. The left ventricular lead was capped on (B)(6) 2019. The patient was stable before, during and after the procedure.